Event description:
It was reported that the customer was hospitalized with a blood glucose (BG) level displayed as "High" (specific value was not provided) on (b)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated BG. Customer was discharged on (b)(6) 2026 with the issue resolved and no permanent damage.